Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported that the cannula housing of the infusion set unlocks unintentionally which caused insulin to leak from the tubing. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.